Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 538, 503, 460, 489 and 542 mg/dl. Customer was also concerned the true metrix meter results were higher than another device; actual meter to meter comparison results were not provided. The customers expected am fasting blood glucose test result range is 150 -200 mg/dl and pm fasting blood glucose test result range is 250-275 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported, as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturers expiration date is 02/29/2024 and open vial date is (B)(6) 2022. The meter memory was reviewed for previous test result history: result 1: 538 mg/dl, date: (B)(6), time: 3:10pm fasting, result 2: 503 mg/dl, date: (B)(6), time: 1:57pm fasting, result 3: 460 mg/dl, date: (B)(6), time: 12:58pm fasting, result 4: 489 mg/dl, date: (B)(6), time: 12:45pm fasting, result 5: 542 mg/dl, date: (B)(6), time: 12:44pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 11-nov-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055 :user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.